Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 was stuck in the shaft and could not be deployed. This occurred during the procedure. A backup device was available. There were no delays or patient injuries reported.

Manufacturer narrative:
Visual assessment of the device shows no ts or suture remain on the needle, but were returned. Examination of the t/suture construct showed t1 is missing. The insertion needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time. Credit will not be issued. Evaluation codes updated.